Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202400077.

Event description:
Through the review of the medical article, "iatrogenic ventricular septal defects following transcatheter aortic valve implantation", an 88-year-old male underwent a transcatheter aortic valve replacement procedure with a 26mm sapien 3 valve deployed at nominal volume. Transesophageal echocardiography identified a communication between the left ventricular outflow tract (lvot) and the right atrium, recognized to be an iatrogenic gerbode defect. Hemopericardium subsequently developed, which required surgical drainage. The patient developed worsening dyspnea and right-sided pleural effusion within 24 hours of the procedure. The decision was made to perform percutaneous closure of the defect based on worsening symptoms. After closure, mean pulmonary artery pressure decreased from 60 to 36 mm hg. Prior to discharge, the patient demonstrated third-degree heart block requiring placement of a permanent pacemaker. At early follow-up, the patient was free of heart failure symptoms.

Manufacturer narrative:
The date of the events is unknown. For this reason, the date that the manuscript was received by the publisher (03-may-2022) was used as the occurrence date. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the fistula cannot be determined based on the information available . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the heart block cannot be determined based on the information available . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference article: urbanczyk, j. P., mixon, t. A., konda, s., & caldera, a. E. (2023, january). Iatrogenic ventricular septal defects following transcatheter aortic valve implantation. In baylor university medical center proceedings (vol. 36, no. 1, pp. 106-108). Taylor & francis.